Manufacturer narrative:
D2a: common device name: catheter, urethral. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.

Event description:
Consumer states he has had multiple diagnosed utis while using this product, last diagnosed about 5-6 weeks ago. Consumer is not blaming this product for his utis, it is his preferred product. He says he "has been cathing for 4 yrs now 3-4 x a day for urinary retention. He said he had a procedure done in past to reduce prostate size. He said he has many heart concerns recently, had a cardioversion procedure last friday. This most recent uti was found a few weeks ago when he went into the hospital for a workup for afib. He said he also had visible bright red blood in his urine too and he was diagnosed with a uti. He was given 7 days of antibiotics (name unknown) as well as a medicine for a yeast infection also found. He said he noted bleeding when he would try and push the catheters into his sphincter and there was some resistance there. He said he typically hasn't had recent bleeding , only with this uti. He said sometime it was 2-3 drops of blood, sometimes it was the entire catheter tube full of bright red blood. He said he felt a bit "run down" but those were his only symptoms of uti and typically how he has felt in the past with utis as his only symptom. He completed his antibiotic last thursday and is feeling better and urine still has some blood noted but is dissipating and it is brown like old blood. He notes he also suffers from bleeding hemorrhoid's recently too. He is also on a blood thinner, xarelto. He said in the past since he started cathing he has been diagnosed with multiple utis while cathing and using this product noted "on and off" and has needed antibiotic treatment. His md explained utis are to be expected on and off with cathing. Initially he said he was washing and reusing his catheters which he does not have to do anymore as he has many now, knows it is not advisable to do this and has not done it recently. He said sometimes he does apply additional lubricant, over the counter called astroglide, as needed to the catheter to make them more comfortable with more lubricity as he prefers. He said some catheters have less lube than others but lately the ones he is using now have enough lube he thinks possibly the ones he was using when he got the uti were drier feeling/ less lube and he needed to apply lubricant as he does from time to time. He said he squeezes some lube on the catheter itself or dips it into the container." Consumer was advised to never inadvertently contaminate the catheter with the non sterile packaging of the lubricant as well as by dipping that can easily occur. In reviewing his cathing process, he does not cleanse his meatus with anything prior to insertion. This was also explained to him of how this can prevent utis and advised him to check with his md on what wipe would be preferred and he was appreciative of that info. He also uses scissors to open the catheter top. Consumer was advised how to pull top tab open to access at the top which he never noticed before he was appreciative of that as well.